Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5031876) on 25-oct-2013. The most recent information was received on 12-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left (coil) was no where to be found'), abdominal pain ('sharp stabbing pains in abdomen each month a little worse than previous - would double over from the pain') and pregnancy with contraceptive device ('pregnant / e-baby') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during breast feeding "breast feeding baby" on (B)(6) 2010 and device ineffective "device failure". The patient's medical history included parity 4 and multiple allergies (inside, very common). Bloodwork. Urinanalysis. Family history included seasonal allergy (very common). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant). In 2012, the patient experienced menstruation irregular ("periods more and more irregular") and menorrhagia ("periods very heavy with lots of big clots"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained 25 lbs since having essure"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and weight increased had not resolved and the abdominal pain, menstruation irregular and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems linked child cases no. (B)(4). 3174.5g was the reported birth weight. The reporter provided no causality assessment for abdominal pain, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device and weight increased with essure. The reporter commented: consumer posted essure was placed when older female daughter was 6 months old and breastfed until she was 15 months old see (B)(4). She had no issues besides seasonal and inside allergies (very common in mother's family). Mother later had female baby conceived under essure and also breastfed see (B)(4), who had hypothyroidism diagnosed at week 3 and was treated, otherwise she was a healthy baby. Mother had blood tested but metal values were normal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: metal values normal. Ultrasound scan - on an unknown date: coil right side found, left side coil not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5031876) on 25-oct-2013. The most recent information was received on23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left (coil) was no where to be found'), abdominal pain ('sharp stabbing pains in abdomen each month a little worse than previous - would double over from the pain') and pregnancy with contraceptive device ('pregnant / e-baby') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure during breast feeding "breast feeding baby" on (B)(6) 2010 and device ineffective "device failure". The patient's medical history included parity 4 and multiple allergies (inside, very common). Bloodwork. Urinanalysis. Family history included seasonal allergy (very common). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant). In 2012, the patient experienced menstruation irregular ("periods more and more irregular") and menorrhagia ("periods very heavy with lots of big clots"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained 25 lbs since having essure"). The patient was treated with surgery (essure removed). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device and weight increased had not resolved and the abdominal pain, menstruation irregular and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). 3174.5g was the reported birth weight. The reporter provided no causality assessment for abdominal pain, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device and weight increased with essure. The reporter commented: consumer posted essure was placed when older female daughter was 6 months old and breastfed until she was 15 months old (see (B)(4)). She had no issues besides seasonal and inside allergies (very common in mother's family). Mother later had female baby conceived under essure and also breastfed (see (B)(4)), who had hypothyroidism diagnosed at week 3 and was treated, otherwise she was a healthy baby. Mother had blood tested but metal values were normal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: metal values normal. Ultrasound scan - on an unknown date: coil right side found, left side coil not found. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ FDA evaluation codes. Method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occure under any contraceptive. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Amendment: the report was amended for the following reason: consumer posted in 2015 (detected in social media on 23-mar-2020) essure was placed when older female daughter was 6 months old and breastfed until she was 15 months old (see (B)(4)). She had no issues besides seasonal and inside allergies (very common in mother's family -medical history was added). Mother later had female baby conceived under essure and also breastfed (see (B)(4)), who had hypothyroidism diagnosed at week 3 and was treated (outcome pregnancy was changed to live birth child unhealthy), otherwise she was a healthy baby. Mother had blood tested but metal values were normal. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. All reported events, except for gained 25 lbs since having essure, are listed in the reference safety information for essure. All events were considered serious due to medical importance. As temporal relationship between reported events and essure use is positive, causality cannot be excluded. This case is regarded as incident due to serious injury associated with essure. According to ptc report, there is no reason to suspect quality defect. Further information will be obtained through litigation process. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5031876) on 25-oct-2013. The most recent information was received on 30-oct-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the left (coil) was no where to be found"), abdominal pain ("sharp stabbing pains in abdomen each month a little worse than previous - would double over from the pain"), pregnancy with contraceptive device ("pregnant / e-baby"), menstruation irregular ("periods more and more irregular"), menorrhagia ("periods very heavy with lots of big clots") and weight increased ("gained (B)(6) since having essure") in a female patient (gravida 5, para 4) who had essure inserted for birth control. Other product or product use issues identified: device ineffective "device failure" (seriousness criterion medically significant). The patient's past medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant). In 2012, the patient experienced menstruation irregular (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device had not resolved, the abdominal pain, menstruation irregular and menorrhagia outcome was unknown and the weight increased had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter provided no causality assessment for abdominal pain, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device and weight increased with essure. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(6)." (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occur under any contraceptive. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect" . In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 30-oct-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters added and pregnancy outcome updated. This spontaneous case report was received via regulatory authority in united states and refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and became pregnant(device failed), the left (coil) was no where to be found, she had sharp stabbing pains in abdomen each month a little worse than previous - would double over from the pain, periods became more and more irregular, periods became very heavy with lots of big clots, and she gained (B)(6) since having essure. A legal claim was received upon follow up. All reported events, except for gained (B)(6) since having essure, are listed in the reference safety information for essure. All events were considered serious due to medical importance. As temporal relationship between reported events and essure use is (B)(6), causality cannot be excluded. This case is regarded as incident due to serious injury associated with essure. According to ptc report, there is no reason to suspect quality defect. Further information will be obtained through litigation process. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.